Event description:
It was reported stimulation had been intermittent. Representative checked impedances and only 4 electrodes were ok the rest were greater than 10000 ohms. Impedances were re-run with the patient pushing on the implantable neurostimulator (ins) and more electrodes were "good." Appeared to be intermittent connection issue at ins. Possible revision required. Follow up reported without pressure over the battery pocket 12 electrodes were out of range. With pressure over the battery pocket approximately 10 electrodes were out of range. It was suspected the problem was poor connection at the battery site. Patient had planned to see the health care provider the following week to discuss surgical correction. Patient still had intermittent therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had a surgical consultation on (B)(6), however, the appointment was cancelled. It was stated that it was expected for the patient to have surgery to disconnect and reconnect the leads. It was noted the manufacturer representative would follow up then.

Event description:
Additional information was received which reported that the patient's surgery was scheduled for either (B)(6) 2013. It was indicated that the manufacturer's representative would follow-up after that.

Manufacturer narrative:
Product ID 3998, lot # v157497, implanted: (B)(6) 2009, product type lead; product ID 3998, lot # v157497, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
The patient has been rescheduled multiple times due to infection of non-device related reasons. The patient was not on the schedule at this time.